Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained high rate episodes, a high number of short v-v intervals and varying/out of range impedance. In addition, noise oversensing was noted on the electrograms. Initially programming changes were made and subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.